Manufacturer narrative:
It was reported that patient required foley catheter insertion for unidentified surgery. Reportedly, saline was used to inflate the balloon and the balloon could only be filled to 5 ml. It was added that the balloon could not be deflated and a needle was used to deflate the balloon. The foley catheter was successfully removed from the patient and another foley catheter was inserted. There was no serious injury reported related to the event. Due to the reported event, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that saline was used to inflate the foley catheter balloon and the balloon could only be filled to 5 ml. The balloon was then reportedly unable to be deflated and a needle was used to successfully deflate the balloon.